Event description:
It was reported that the patient experienced an overdose that day after a catheter revision (reference MFR report # 6000030200903638). The patient was unresponsive and experienced somnolence and respiratory problems. The doctor cut the dose in half and they gave her narcan. The patient was doing ok. The physician reported the patient outcome as no injury.